Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 35 mg/dl. The customer treated with food. The drive support cap appeared normal and recessed and the reservoir showed the same amount of insulin and shown on the status screen. The customer was advised to monitor the insulin pump and blood glucose and to call a health care professional regarding the low blood glucose. The insulin pump was not replaced or returned for analysis.